Manufacturer narrative:
The available information, the log files and a picture of the suspected pcb provided basis for the investigation. The logged error codes and the photo sent indicate a faulty capacitor on the pcb hpsv controller which was likely the reason for the reported smoke and odor. After replacement of the pcb hpsv controller the device was tested successfully and was returned to the customer. The internal device monitoring detected the failure and triggered a warmstart to restore the ventilation. The warmstart of the ventilator is accompanied by an optical and an acoustical buzzer alarm. During this time the breathing system is opened to atmosphere, so spontaneous breathing of the patient would be possible. After the warmstart ventilation is continued with the previous settings. Directly after ventilation start a »mv low« alarm will be posted until the applied gas volume is larger than the set lower minute volume limit. The evita xl is approved according to iec60601-1 which includes controlling hazards, resulting out of failed electrical components.

Event description:
It was reported that the ventilator smelled like it burned and smoke came out of the fan. The hospital biomed did not smell a burnt odor coming from the ventilator. The biomed inspected the device power supply and did not find any problem with the power.